Manufacturer narrative:
The plant investigation and clinical investigation is in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A user facility reported a patient who presented with severe pneumonia, septic shock and cardiac arrest was placed on veno-arterial extracorporeal membrane oxygenation (ECMO) support. An abnormal noise occurred in the pump head after a half hour of support, and the blood flow rate could not be increased. The hospital reported that priming was performed in accordance with the standard operating procedure. Provided videographic evidence showed an operating pump head with an intermittent scraping noise. The patient lost approximately 50 ml of blood as a result of this event. Additional information was provided that stated the patient required cardiopulmonary resuscitation during this event. The complaint sample was not available for product evaluation.